Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The pacing system was implanted on (B)(6) 2015. Reportedly, it was explanted on (B)(6) 2020 due to an infection. During the re-intervention, the header of the pacemaker was found loose. A blood infiltration between the header of the pacemaker and the can was observed. The pacemaker was extracted manually, without using any instrument. Preliminary analysis of the provided patient files dated until (B)(6) 2020 did not reveal any anomaly. The subject pacemaker has been sterilized, manufactured and released according to all applicable procedures.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The pacing system was implanted on (B)(6) 2015. Reportedly, it was explanted on (B)(6) 2020 due to an infection. During the re-intervention, the header of the pacemaker was found loose. A blood infiltration between the header of the pacemaker and the can was observed. The pacemaker was extracted manually, without using any instrument. Preliminary analysis of the provided patient files dated until (B)(6) 2020 did not reveal any anomaly. The subject pacemaker has been sterilized, manufactured and released according to all applicable procedures.